Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. Additional information indicated that this record is duplicate to record 18669577. This record will be closed as duplicate.